Manufacturer narrative:
Additional suspected medical device components involved: model #: db-7151-202c, serial/lot#: (B)(4), description: vercise clinician programmer.

Event description:
A report was received that during a programming session, the patient's stimulation began to increase on it's own. The bsc representative tried to stop the sudden increase in stimulation but it did not cease until the 3rd or 4th attempt. The patient was experiencing severe dystonia and his eyes were starting to 'flap.' The patient did not lose consciousness and he did not experience a seizure. The patient is doing well and receiving adequate stimulation therapy after the event.

Event description:
A report was received that during a programming session, the patient's stimulation began to increase on it's own. The bsc representative tried to stop the sudden increase in stimulation by pressing 'stop' on the clinician programmer but it did not cease until the 3rd or 4th attempt. The patient was experiencing severe dystonia and his eyes were starting to 'flap'. The patient did not lose consciousness and he did not experience a seizure. The patient is doing well and receiving adequate stimulation therapy after the event.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a programming session, the patient's stimulation began to increase on it's own. The bsc representative tried to stop the sudden increase in stimulation but it did not cease until the 3rd or 4th attempt. The patient was experiencing severe dystonia and his eyes were starting to 'flap'. The patient did not lose consciousness and he did not experience a seizure. The patient is doing well and receiving adequate stimulation therapy after the event.